Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged of difficulty breathing and/or shortness of breath. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. The device was returned to manufacturer and evaluated. Evaluation result stated that the complaint was not confirmed and there have no secondary findings available, and 6 errors were found during evaluation. Manufacturer did not confirm any foam particles after evaluation. The device was returned, and the device was scrapped due to multiple e53 error codes.